Event description:
A pt (nurse) was injected with radiesse dermal filler in the naso labial folds on (B) (6) 2010. One day post injection, the pt noticed pain and a reddish-purple area 1 cm from the nostril. The pt self-treated with arnica gel, which made the area more tender. The pt was seen on (B) (6) 2010 by the injector and the medical director and diagnosed as possible (B) (6); pt was treated with bactrim and bactroban ointment. The following day, the pt saw a dermatologist and was diagnosed with vascular necrosis.

Manufacturer narrative:
During a follow-up on (B) (6) 2010 with the injector, (B) (6), she indicated that the pt had been to her primary care physician, to request viral cultures. She feels it may be due to (B) (6). There was no additional follow-up from the injector after (B) (6) 2010. Since the specific radiesse lot number was not provided, the most probable lots (1016324 or 1012981), based on order ship date, were identified. All required testing specs were met prior to release of the lot and no abnormalities were noted.